Event description:
As reported, hemostasis was failed after the use of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Buttons 1 and 2 were pressed. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, hemostasis was failed after the use of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Buttons 1 and 2 were pressed. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was retracted, and the corewire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint, since patient related events cannot be duplicated in the lab. The device was received fully deployed with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.